Event description:
The customer stated that she was hospitalized for low blood glucose levels, with a reading of 112 mg/dl. The customer stated that the insulin pump delivered all of the insulin that was in the reservoir. Troubleshooting was performed, and no large insulin deliveries were noted in the history. The customer didn't know if she was connected to the infusion set during the manual prime. The customer's doctor wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.